Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit the fse (field service engineer) observed no issues and no parts were replaced. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The surgeon reported untreated area at the inferior nasal area of right eye while performing a corneal flap procedure. The surgeon completed the cuts manually with scissors. The surgeon lifted the flap and completed the excimer treatment. A bandage contact lens was inserted post operative for patient comfort. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information was received from the site which informed that there was no patient harm. No further information is expected.